Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of thrombosis is listed in the supera peripheral stent systems instructions for use as a potential adverse effect of peripheral percutaneous intervention. A conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. D4: the UDI number is not known as the part and lot number were not provided. D6a: estimated implant date (B)(6) 2016. The xience device referenced in b5 is being filed under a separate medwatch MFR.

Event description:
Patient ID: (B)(6). It was reported that a supera stent was implanted in the left popliteal at a different hospital sometime between the years 2016 and 2022. The index study procedure was performed on (B)(6) 2024, treating a 100% stenosed, 30mm lesion in the proximal left tibioperoneal (tp) trunk artery. A 4.0x38mm xience prime btk stent was implanted to treat the tp lesion. The patient was hospitalized for an invasive follow up of his prior re-occlusion ((B)(6) 2024) of the superficial femoral artery (sfa), popliteal artery, truncus tibiofibularis and proximal posterior tibial artery left. Percutaneous intervention procedure was performed on (B)(6) 2025. Revascularization included thrombectomy/thrombolysis, and angioplasty of the popliteal, sfa, posterior tibial artery, and tibioperoneal trunk artery. Medication therapy was prescribed with rivaroxaban 20mg due to repeated re-occlusions. In (B)(6) 2025, the supera stent will be percutaneously explanted because the patient has had six re-occlusions in the left leg in one year. The patient will be tested for non-response to clopidogrel in (B)(6) 2025. Subsequent to the previously filed report, additional information was received that the index xience stent was found to have stent damage on the proximal and distal stent edge. It is unknown how it became damaged. The supera stent was percutaneously explanted on (B)(6) 2025. Two non-abbott stents and one short 28mm xience stent was implanted in the proximal non-abbott stent. The patient's previous re-occlusion ((B)(6) 2024) was reported under MFR 2024168-2024-15357. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of thrombosis is listed in the supera peripheral stent systems instructions for use as a potential adverse effect of peripheral percutaneous intervention. A conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. D6a: estimated implant date (B)(6) 2016. The xience device referenced in b5 is being filed under a separate medwatch MFR.

Event description:
Patient ID: (B)(6). It was reported that a supera stent was implanted in the left popliteal at a different hospital sometime between the years 2016 and 2022. The index study procedure was performed on (B)(6) 2024, treating a 100% stenosed, 30mm lesion in the proximal left tibioperoneal (tp) trunk artery. A 4.0x38mm xience prime btk stent was implanted to treat the tp lesion. The patient was hospitalized for an invasive follow up of his prior re-occlusion ((B)(6) 2024) of the superficial femoral artery (sfa), popliteal artery, truncus tibiofibularis and proximal posterior tibial artery left. Percutaneous intervention procedure was performed on (B)(6) 2025. Revascularization included thrombectomy/thrombolysis, and angioplasty of the popliteal, sfa, posterior tibial artery, and tibioperoneal trunk artery. Medication therapy was prescribed with rivaroxaban 20mg due to repeated re-occlusions. In (B)(6) 2025, the supera stent will be percutaneously explanted because the patient has had six re-occlusions in the left leg in one year. The patient will be tested for non-response to clopidogrel in (B)(6) 2025. No additional information was provided.